Event description:
It was reported that the pt felt shocking when in a reclining position. Following the shocking the pt lost stimulation on the right side. The pt was still receiving therapy on the left side. Telemetry revealed impedances greater than 4000 ohms on all bipolar pair with the exception of 5+, 6- which was 2624 ohms, indicating open circuit. No stimulation could be provided. The pt's neurostimulator was turned off at the pt's request due to concern of shocking. The pt was sent for x-rays and told to follow-up with the neurosurgeon for lead revision. The pt outcome was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.